Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld was not operating properly. He stated that the "handheld boots up to black screen with white letters and numbers and he can't get past this screen. " troubleshooting did not resolve the issue. Handheld computer and accompanying software were returned to MFR for analysis. An analysis was performed on the handheld, and the cause for the complaint is associated with a missing case screw in the upper right hand corner. The case screw is used to secure the case and battery to the pcb. This condition allowed the hhd to intermittently lose power, and shut down while the device was operating on main battery power.